Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Upon interrogation, the right ventricular lead exhibited high defibrillation impedance and the physician alleged that the lead was fractured. The physician capped and replaced the lead on (B)(6) 2019 during an elective replacement of the pulse generator. The patient was in stable condition.